Event description:
The customer stated, that she was hospitalized for high blood glucose. The customer reported, a blood glucose reading of 510 mg/dl during the phone call. The customer also stated, that she was suffering from the flu when she was hospitalized. Troubleshooting was performed. The time and basal rates were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.